Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient would be injected with 0.5mls of juvéderm® volux¿ in the jaw angle and then roughly 7 months later experienced erythema, local edema, and a hardened nodule in the jaw angle. Patient was treated with oral prednisone starting on this date for 7 days, but two days later symptoms returned. 5 days later, ultrasound was done showing signs of a possible granuloma and clavulin and predsin were started. Biopsy was not provided. Event ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additional information reported patient was treated with 7-point hyaluronidase (toskani) with 5 units. There was a significant reduction in the entire condition.